Event description:
Reported as "0.5 mls z1 implanted both upper cheeks for fie lines below orbital ring. Became red, itchy and swollen next day." Oral prednisone and phenergan were prescribed to treat the symptoms.